Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient was in a store when he suddenly stumbled without experiencing any other symptoms. It was not reported that the patient loss consciousness. A bystander called the paramedics and when a fingerstick was taken the cgm reading was 76 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was treated by the paramedics with a glucagon injection. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.